Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarm (alarm 01) occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer was using cartridges for more than 3 days. Customer changed the cartridge and insulin was resumed successfully.